Event description:
Event: (cc# 98-00845) the iab was inserted into the patient on 3/25/98. On 3/28/98 after iabp for 72 hours, the iab leaked and the iab was removed. A second iab was inserted into the patient. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. On 3/8/99, datascope received the following information: the iab was inserted into the patient on 3/25/98 at 5:00 p.m. On 3/31/98 at 1:45 p.m., the iab leaked and the iab was removed. [Event complications]: unknown - reported 7/1/98; none - reported 3/8/99. [Patient's current status]: expired-rpt'd 3/8/99.